Event description:
Customer stated: during use on a patient, the patient's family confirmed air leak from the cuff after 21 days of use. The product was checked prior to use. Patient was recannulated. No patient harm reported.

Manufacturer narrative:
The lot number is unknown and device history record can not be reviewed for date of manufacture. If the sample is returned a failure investigation will be performed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.